Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]; [when using the air/water button] 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a noisy image. No patient harm was associated with this event. The device was returned to olympus for a device evaluation, and the customers allegation was not confirmed, however, the device evaluation did find that the nozzle has foreign objects in it. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation, and the customers allegation was not confirmed, however, the device evaluation did find that the nozzle has foreign objects in it. It is unknown when or how the foreign material was deposited into the nozzle. Additional evaluation findings are as follows: 1.) The bending angle is insufficient due to the elongation of the angle wire. 2.) The play of the angle knob is out of the normal state due to the elongation of the angle wire. 3.) Scratches on the insertion tube due to external factors are observed. 4.) The curved rubber adhesive part is missing. 5.) There is a foreign object inside the nozzle. 6.) Scratches are found on the tip cover due to external factors. 7.) Scratches are found on sw1 due to external factors. 8.) Scratches are found on the operation part due to external factors. 9.) Discoloration of the operation part is recognized. 10.) Scratches are found on the insertion part corrugated tube oredome due to external factors. 11.) Scratches are found on the switch box due to external factors. 12.) Scratches on the operation unit cover due to external factors are observed. 13.) There are scratches on the up/down (ud) knob due to external factors. 14.) There are scratches on the ud angle fixing lever due to external factors. 15.)scratches are found on the right/left (r/l) knob due to external factors. 16.) Scratches are found on the grip due to external factors. 17.) The forceps plug cap has been scraped off due to external factors. 18.)scratches are found on the universal cord due to external factors. 19.) Scratches are found on the operation part side oredome of the universal cord part due to external factors. 20.) Scratches on the scope connector side of the universal cord due to external factors. 21.) Scratches are found on the scope connector due to external factors. 22.) There are scratches on the scope connector cover caused by external factors. 23.) There are scratches on the rl angle fixing knob due to external factors. 24.) You can see some paint peeling on the suction cylinder. The following additional information was provided by the customer: the customer confirmed that the subject device was cleaned, disinfected and sterilized before returned to olympus. There was no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air by the customer. The customer reported an abnormality in the accessories used for reprocessing. The air/water nozzle was wiped with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.